Event description:
On july 26, 2024, senseonics was made aware of an incident where the user went to the ER due to stomach pain and received an x-ray and CT scan where it was discovered that the user had an obstruction on the intestine. While in the hospital the user also became aware that the bg was higher than the sg reading.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported an event where the user was hospitalized due to stomach pain. While in the hospital the user's glucose was checked which revealed a difference in his bg (240 mg/dl) and his sg (54 mg/dl). This reading was documented as taken on (B)(6) 24 around 3:00 am. A review of the data management system (dms) revealed that the sg was 70 mg/dl at that time and no bg was entered in the system. Alert settings were not confirmed by the user. The user did not receive any low or high alerts at that time. Per case notes, the user was taking medication for kidney transplant. In an associated sensor inaccuracies case (B)(4), it was found that the user was calibrating by entering estimated values provided by the eversense app instead of taking true finger stick blood glucose (bg) value. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings. The user was advised to continue using the system with proper calibrations. B4. Date of this report 06 september 2024. G3.date received by the manufacturer? 06 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.